Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to high blood glucose level for more than 24 hours. The blood glucose level was reported 250 mg/dl and treated with manual injection/insulin pen. No further information available.